Manufacturer narrative:
The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a lap hysterectomy, the working tip of the device broke off in the pt. The shear did come in contact with a metal colpotemizer. Extended time by 15-30 mins to recover the tip.